Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this patient experienced a syncopal episode, during the right ventricular (rv) lead auto-threshold test. There was no evoked response observed on the backup pace. There was also reportedly a stored pacemaker mediated tachycardia (pmt) episode on the rv channel, after a ventricular pace, which appeared to be non-capture. Rv thresholds are good, pace impedances are in range and the minute ventilation feature was off. Pocket manipulation yielded a clean electrogram (egm) and no out of range measurements. Some noise was observed on the ra channel, with the pocket manipulation. The field representative programmed 3.5 volts for rv output and will discuss programming options with the electrophysiologist. Both leads are another from another manufacturer. No additional adverse patient effects were reported.

Event description:
Additional information was reported, indicating that minute ventilation was thought to be the cause of the noise, resulting in oversensing and 4 second pauses, with no intrinsic beat. No additional adverse patient effects were reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population.